Manufacturer narrative:
(B)(4).

Event description:
The patient stated that they received an erroneous result when testing with coaguchek xs meter serial number (B)(4). Prior to the event, the patient last took warfarin medication on (B)(6) 2018 at 7:00 p.m. The patient used a lancing device to collect a sample and this was tested on the meter, resulting as 4.2 inr on (B)(6) 2018. Within 5 minutes, an intravenous sample was collected from the patient and tested with the dade innovin test method, resulting as 3.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's warfarin dose did not change between (B)(6) 2018. The patient did not have any new medications, changes in diet, or additional illnesses between (B)(6) 2018. The patient did not have any bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 216748-22) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were tested. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 48%. Donor 2 hct: 48% . Testing results: donor 1: retention meter with master lot strips: 2.2 inr. Customer meter with customer strips: 2.0 inr. Donor 2: retention meter with master lot strips: 2.5 inr. Customer meter with customer strips: 2.5 inr . Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, the alleged patient result of 4.2 on (B)(6) 2018 could not be observed. A value of 4.2 inr measured on (B)(6) 2018 was observed in the meter memory.